Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
It was reported that it was questioned whether a supraventricular tachycardia arrhythmia was induced after an atrial pace was provided. Technical services (ts) reviewed the available electrogram and observed intermittent right atrial (ra) undersensing. There were inappropriate anti-tachycardia pacing episodes due to atrial sensing falling into blanking. Ts recommended programming rhythmiq off as there were false rhythmiq with atrial pace episodes observed. It was unknown at this time if the ra undersensing was the cause of the svt arrhythmia. The device remains in service. No adverse patient effects were reported.